Manufacturer narrative:
The explanted lead was not returned to boston scientific. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Boston scientific received information that six months post implant, the patient with this left ventricular lead developed symptomatic congestive heart failure. A fractured left ventricular lead was observed under fluoroscopy. A revision procedure was performed; the lead was removed and replaced with a competitor's lead. No additional adverse patient effects were reported.